Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) failed to power up after b14 software (sw) install during preventative maintenance (pm). The customer suspects that the two new b.14 usb software sticks that were recently ordered from getinge had corrupt files. This is a possible out-of-box (oob) failure of the sw sticks. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The nrc received the two executive processor boards from the supplier. The supplier verified the failure in the first board and replaced u31. The board passed testing after replacement. A senior repair technician inspected the first executive processor board and no visual damage was observed. The nrc technician then installed the executive processor board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure. The supplier verified the failure in the second board and replaced components t3, and the usb flash. The board passed testing after replacement. A senior repair technician inspected the second executive processor board and no visual damage was observed and upon inspection of the board per procedure the cn94257, cn106816 and cn148769 was verified. The nrc technician then installed the second executive processor board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure. A senior repair technician reported that r&d found that the suspicion of the corrupt usb reprogramming stick has been confirmed and that further analysis is required. A supplemental report will be sent upon completion of this evaluation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm evaluated the iabp and replaced the executive processor board and reloaded the software with his usb stick which resolved the issue. Subsequently, the stm attempted to reload the customer software and this caused the problem to reoccur, further evaluation is being performed by the stm to resolve the customer's issue, and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) fails to boot up. The customer suspects that two b.14 usb software sticks that were ordered had corrupt files. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The nrc received the cardiosave software usb drive from the research and development (r&d). A senior repair technician inspected the cardiosave software usb drive and no visual damage was observed. Research and development reported that they verified the failure of a corrupted file on the cardiosave software usb drive and that it is underterminable what caused the file to become corrupt. The cardiosave software usb drive is being retained in the national repair center per procedure.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) failed to power up after b14 software (sw) install during preventative maintenance (pm). The customer suspects that the two new b.14 usb software sticks that were recently ordered from getinge had corrupt files. This is a possible out-of-box (oob) failure of the sw sticks. There was no patient involvement and no adverse event was reported.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) failed to power up after b14 software (sw) install during preventative maintenance (pm). The customer suspects that the two new b.14 usb software sticks that were recently ordered from getinge had corrupt files. This is a possible out-of-box (oob) failure of the sw sticks. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that evaluated the unit was able to duplicate the reported issue and determined that the new software (sw) was the issue. To resolve the problem,the stm took the customer's software (sw) and provided them with a good copy and then replaced the executive processor board with a new executive processor board. The stm then loaded with his sw and verified that all safety and functional checks were passed per factory specifications. The iabp was returned to the customer and cleared for clinical use. If the software is returned to factory for failure investigation, a supplemental report will be submitted.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) failed to power up after b14 software (sw) install during preventative maintenance (pm). The customer suspects that the two new b.14 usb software sticks that were recently ordered from getinge had corrupt files. This is a possible out-of-box (oob) failure of the sw sticks. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected faulty software usb drive was returned to getinge¿s national repair center (nrc) for evaluation along with two executive processor boards that were involved in the repairs . A senior repair technician inspected the software usb drive and no visual damage was observed. The national repair center installed the software usb drive into the cardiosave test fixture and tested the drive to factory specifications per procedure and the cardiosave service manual. After loading the software into the cardiosave, the cardiosave would not boot up. The national repair center verified the failure of the unit not booting up. The usb drive failed testing, the national repair center then tested the usb drive in a computer, where windows reported that there were file system errors on the usb drive. The national repair center delivered the usb drive to production for testing. The usb drive also failed in production. The production cardiosave would not boot up. The software usb drive failed testing and is being sent to r and d for failure analysis as per procedure. A senior repair technician inspected the executive processor boards and observed no visual damage. The national repair center installed the executive processor boards into the cardiosave test fixture and tested the boards to factory specifications per service bulletin and the cardiosave service manual. The national repair center verified the failure of the unit not booting up. F5 error code was observed on the executive processor boards. F5 error code is caused by the software failing to load software image out of onboard flash. The boards failed testing. The boards are being sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure, the installation is required.